Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Two potential lot numbers were provided for this incident. The information for each lot number is as follows: medical device lot #: 1707003. Expiration date: 06/30/2022. Manufacture date: 07/13/2017. Medical device lot #: 1610011p. Expiration date: 09/30/2021. Manufacture date: 10/04/2016. Initial reporter phone #: (B)(6). Results: investigation: a photo was received for investigation. On visual inspection of the photo received, it can be observed excess of silicone inside the syringe. DHR of lots 1707003/1610011p has been reviewed not finding any annotation or deviation in lot 1707003 but finding an annotation in lot 1610011p related to failure in silicone sprayers. Since the photo received does not reveal the lot number, we cannot confirm is that sample belongs to lot 1610011p. The results during manufacturing process of lots 1707003/1610011p find they met specification limits. Liquid detected by customer is lubricant (silicone) which is employed during syringe assembly process to lubricate the cylinders in the silicone station. Silicone employed in this product is a medical grade silicone authorized to this kind of products. This defect has been produced by a failure of the silicone sprayer. During manufacturing process silicone content is checked per lot according to procedure following method in internal procedure. During manufacturing process, final products are sampled and subjected to visual inspections according to procedures. Root cause: this defect has been produced by a failure of the silicone sprayer.

Event description:
It was reported that while working with chemotherapy isolators it was noticed by a staff member that liquid was present in a bd plastipak¿ 10ml hypodermic syringe luer lok¿ prior to use. There was no report of injury or medical intervention.